Manufacturer narrative:
Evalution summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. Replaced the ccd unit. In addition, we confirmed that the loosened ift; however it is not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Image get's blurry, moisture under the led. This event occured during use. There was no report of patient harm. The date of event is (B)(6) 2021.